Manufacturer narrative:
Breakage is addressed on the attached label. No product was received to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device we cannot make a definite root cause analysis. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal through the needle (see warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. The statement in the event description "contributed to outcome was the pt's anatomy, scar tissue within the vessel" indicates the pt anatomy was either the cause or significantly contributed to this device failure. We will continue to monitor for similar complaints. No action steps are needed as there is insufficient risk.

Event description:
As reported to cook: needle and wire were withdrawn together, wire broke off in pt's subcutaneous tissue. According to the vascular surgeon, felt the wire should not have pulled away with the needle and also contributed to outcome was the pt's anatomy, scar tissue within the vessel. Nonselective catheter placement from the right common femoral artery up in the aorta. Radiologic supervision with iliofemoral runoff, separate and distinct diagnostic procedure. Primary stenting with secondary balloon angioplasty of diffuse disease within the proximal external iliac artery on the right side, using an 8x60 self-expanding stent with secondary angioplasty with a 7x60 balloon. Radiologic supervision and interpretation of iliac stent deployment. No additional pt outcome was provided.